Event description:
This is a non-us event. This occurred in china. Consumer reported upon removal of a tampon, the string broke. Medical treatment was received to remove the pledget from her vaginal cavity. She did not report any adverse health effects and no additional information was provided.

Manufacturer narrative:
This is a non-us report that occurred in china. The product involved is not sold in the us; however, it is similar to the u by kotex click tampons with 510k number k172118. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on this specific lot can be performed. H3 : not returned to manufacture.